Event description:
There was no pt involved in this event. This device malfunctioned because of damage to the battery terminal pogo pin. A device in this fault mode could result in the failure of the device to connect to the pad pak (battery) and if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in july 2010 and that it had performed to specification up to (B)(4) 2011. Visual inspection confirmed that the -ve terminal pogo pin was damaged. It is probable that damage to the pogo pin occurred during an attempt at installing a new pad pak. Further info obtained from this device also showed evidence that the device had been stored outside the recommended storage conditions (0 degrees celsius to 50 degrees celsius /32f to 122f). There was also evidence to show that the device was switching itself on automatically, resulting in manual power-ups of 10 mins in duration occurring. Exposure of the device to temperature below the recommended storage conditions damaged the membrane, which caused the device to switch on automatically resulting in the premature depletion of pad pak (lot 648). Pad pak (lot 648) had a use until date of may 2013 but became depleted on (B)(4) 2011. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.